Event description:
Caller reported air bubbles in infusion set tubing during pumping, which resulted in a blood glucose level categorized as high, though the specific value was unknown. Customer took corrective action by administering a correction injection via mdi and received normal assistance from a third party without incapacitation. Customer resolved the issue by disconnecting the infusion set, completing the fill tubing process to clear the bubbles, and resuming insulin deliveries.